Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding as it was out of calibration. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not working as it was out of calibration. The touchscreen was calibrated, and the device operated as intended. Further case information regarding whether the device passed the required performance verification tests per philips standard and was returned to service is still pending.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.